Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to damage on jet tube, water tightness was lost; due to wear of forceps elevator knob, right/left knob could not be locked securely; due to wear of angle wire, the play of up/down knob was out of the standard value; objective lens had a chip; connecting tube had a cut; universal cord had a scratch; scope cover, scope connector case, light guide lens, and right/left knob had a crack; switch box had discoloration; air/water cylinder and suction cylinder had no color; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained; plug unit was damaged; and label on suction connector was peeled. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope bonding of an optical fiber lens was broken/bent. The issue was found during maintenance. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: jet tube, air/water tube, and air/water cylinder were found with remains of white foreign material inside. The reported fault was consistent with insufficient reprocessing. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to damage of the auxiliary water channel. Due to damage on jet tube, water tightness is lost. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.